Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon a follow-up performed on (B)(6) 2008, artifacts with an increasing rate were observed in the egms of some of the vf (ventricular fibrillation) episodes recorded on (B)(6) 2008. These episodes were adequately detected and treated, reportedly.

Manufacturer narrative:
January 13, 2010. This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: no anomaly was observed in the files received. Reportedly, the ICD operated as specified and as intended, and this was confirmed by the analysis. However, a ventricular lead or a connection issue cannot be excluded. Careful check of these alleged artifacts should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector/lead problem. These checks include, but are not limited to: eval of the pacing/sensing thresholds in normal rhythm to check the stability of these thresholds. Eval of the stability of ventricular lead measurements (impedance and coil continuity). Eval of the reproducibility of these artifacts during follow up; this includes performing real time egm/markers during pt exercises (moving the arm, breathing and stop breathing ...) And while manipulating the case by applying pressure on the pocket area (and more particularly on the connector area).